Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: health effect - clinical code, investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of central regurgitation based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. It was reported that the central regurgitation was observed after post-dilation with a non-edwards (ew) balloon (24mm true balloon), which was performed to address a paravalvular leak. Post-dilation can increase the risk of overexpanding the valve, which could prevent the leaflets from opening and closing properly, potentially leading to central regurgitation, as reported. As such, available information suggests that procedural factors (post-dilation with non-ew device) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra (s3u) valve in the native aortic position, the patient presented with moderate paravalvular leak (pvl). It was also noted that the s3u valve was under-expanded and deployed low (malposition) at initial implant. A 24mm non-edwards balloon was used to expand the s3u valve, then moderate central aortic insufficiency (ai) occurred due to the valve being over expanded. A second 23mm s3u was successfully implanted in a higher position at 80:20 (aortic: ventricular). Per report, the pvl and central ia were completely resolved, and the patient was in stable condition.